Event description:
It was reported that after the iab was inserted, the pump gave helium loss, kinked catheter, and unwrap alarms. The pump was exchanged, but the alarms continued. Therefore, the iab was removed and a replacement was not indicated. There were no pt complications.